Event description:
On 12/2/2021, it was reported by a sales representative via sems that (2) ar-2948ct curved spears were missing the laser line that represents the curved side of the drill guide, which makes it difficult to properly orient the guide while in the shoulder. This was discovered during a procedure. The surgeon was able to complete the procedure successfully; however, during the anchor insertion, the anchor kept catching half way down on of these drill guides.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.